Event description:
Reportedly, while a pt with acute myocardial infection was undergoing a stent placement, the system hung-up, resulting in a loss of fluoro imaging during the placement of the stent.